Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the blood glucose meter (bgm) showed a reading of 43 mg/dl, while the continuous glucose monitor (cgm) displayed 110 mg/dl. The patient was taken to the hospital by ambulance due to hypoglycemia. He experienced sweating and dizziness. At the hospital the patient received intravenous (IV) medications. The patient was discharged the same day he was admitted. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.